Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing drilling and drainage surgery for treatment of a chronic subdural hematoma. It was reported that, after opening the package when the doctor grabbed the tip of the drainage system and connected it to the tip of the catheter, the drainage system anti-pressure tube and tee shunt in the patient's end fell off, causing it to be contaminated. As a result the device was replaced. The device did not have contact with the patient, but resulted in a 10 minute extended surgery time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was returned with the patient line disconnected at the patient line stopcock. The lab personnel was able to reconnect the patient line for testing. No damage was observed. The device met the requirements for leak and patency testing. If information is provided in the future, a supplemental report will be issued.